Event description:
It was reported that the pump miscalculated boluses; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.